Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) in all pacing configurations. As a result the physician elected to electrically turn off the lv lead. The physician felt the lv lead is of little benefit for this patient so turning it off would not harm the patient in any way as they are now conducting on their own. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.